Event description:
On (B)(6) 2013, the reporter contacted animas stating that the pump has been hot for several months and that the patient's skin became red when her skin touched the pump. This complaint is being reported due to the alleged hot pump issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.